Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (15 mg/ml at 8.510 mg/day) and clonidine (50 mcg/ml at 28.368 mcg/day) via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2014, it was reported that the patient had missed the pump refill date by three weeks after having relocated. The pump was alarming with a two-toned beep. There were issues with transferring medical records between physicians and the pump had run out of medication. The patient experienced underdose symptoms; she had ¿massive¿ opiate withdrawal symptoms and nothing was helping. The patient¿s status was reported as ¿alive-with injury.¿ the pump was to be interrogated on (B)(6) 2014 and the information forwarded to another physician who would refill the pump. No diagnostic testing or troubleshooting was performed; it was to occur in the future. It was later reported that interrogation of the pump found that low and empty reservoir alarms had occurred. The pump refill was to take place on (B)(6) 2014. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.